Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. No numbers ramping on display noted during testing.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 276 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.